Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable, however, no values for the rate, dose or amount delivered were provided. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the infusion ended six hours earlier than expected. Mmdg followed up with the initial reporter, but they stated no other information was available. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation so and an investigation completed. A DHR review was performed and no non-conformances were found. During the investigation the pump was observed over infusing. The pump history was also reviewed. It was found that it had been serviced using the non-factory recertification program outside of mmdg. During that recertification, the pump infusion factor was changed incorrectly, and this caused the pump to over infuse. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the infusion ended six hours earlier than expected. Mmdg followed up with the initial reporter, but they stated no other information was available. Complaint-(B)(4).